Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the syringe integra 3ml w/ndl 21x1-1/2 rb tw experienced hub separation from the device and needle retraction failure. The following information was provided by the initial reporter: material no: 305274, batch no: unknown (possibly 7177705 or 2310411). It was reported that when the needle was activated for retraction, the needle separated from the syringe and fell on the floor. Customer sent an internal email to determine if the needle separated from the hub, or if the needle and hub separated from the syringe. No sample available.

Manufacturer narrative:
Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number 7177705 that could have contributed to the reported defect. The lot number 2310411 is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Event description:
It was reported that the syringe integra 3ml w/ndl 21x1-1/2 rb tw experienced hub separation from the device and needle retraction failure. The following information was provided by the initial reporter: material no: 305274 batch no: unknown (possibly 7177705 or 2310411). It was reported that when the needle was activated for retraction, the needle separated from the syringe and fell on the floor. Customer sent an internal email to determine if the needle separated from the hub, or if the needle and hub separated from the syringe. No sample available.